Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate shocks. Upon interrogation, multiple episodes of svt were observed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.